Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly in (B)(6) 2017 the patient referred a fracture modular neck. In (B)(6) 2017 we were forced to remove the stem out and use a revision stem (echelon s & n) after performing a wagner osteotomy. Important: since the extraction device doesn't work with cocr modular neck and the surgeon has implanted more than 100 implants (phac1245) he has requested us the possibility to develop a stem extractor that could fit on the lateral shoulder of the stem.